Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, corroded battery tube, missing battery tube spring. The insulin pump had scratched lcd window, cracked display window corners and cracked reservoir tube lip. Analysis was unable to verify blank display due to cracked and bleeding lcd glass. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 127 mg/dl at the time of incident. The customer reported that the battery compartment was corroded and the spring was damaged. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.